Manufacturer narrative:
A replacement procedure was being considered. Records indicate this device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was lost to follow-up. The patient presented to clinic with shortness of breath. On interrogation it was found the device had reached storage mode. No adverse patient effects were reported.